Event description:
It was reported to philips that the system gave an alert indicating the disk space is too low, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and completed on another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gave disk space alert because of which exposure was not possible. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the fse found that the free disk space was too low. To resolve the issue, the fse reconstructed the ip pc database using the field service framework. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.